Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog.

Event description:
It was reported that the customer was hospitalized for having high blood glucose levels (700 mg/dl). Customer has had her cartridge, infusion set, and insulin in use for four days. She uses humalog for insulin, and was treated with intravenous insulin and saline while in the hosp.